Event description:
It was reported that the patient experienced hyperglycemia at school with a fingerstick value of approximately 500 mg/dl after the pump was paused for exercise and a cartridge/tubing change was inadvertently initiated; the caregiver disconnected the ilet pump and delivered a manual bolus, then was advised to complete a full supply change and start fresh, with glucose trending down thereafter. Symptoms included no reported clinical signs, symptoms, or conditions beyond the elevated glucose reading. Outcomes included no health consequences or impact. Investigation included communication with the caregiver and analysis of information provided by the user/third party. Investigation of this case revealed no findings available due to insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.